Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer¿s blood glucose level. The user successfully completed a pump reset independently and resolved the issue but was advised to report any further cgm errors or pump resets to technical support.